Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. Based upon the reported information, it appears that the "autostart" feature was "on". When the tip of the forceps came into contact with the patient's tissue, the unit activated. There are several warnings in the generator's user manual addressing this situation (e.g., not laying instruments on the patient, etc.). No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred during a circumcision with the electrosurgical unit (esu/generator). The settings of the esu were cut, 50 watts and coag, 120 watts. The esu was used in the bipolar mode with forceps (note: the forceps were not manufactured by erbe.). The forceps were laid on the patient and the esu activated. The account stated that they did not use the "autostart" feature, but it was "on" when the generator was checked. The patient had a 1st degree burn/necrosis on two areas of his testicles of approximately 4 cm2 in size where the tip of forceps contacted the patient. The patient stayed in the hospital to monitor the burn. No further information regarding treatment or the patient's condition was provided. Note: the esu was distributed by our parent company (erbe elektromedizin (B)(4)) to a hospital in (B)(6).